Event description:
It was reported that during a supply change the user advanced 142 units while filling tubing, observed insulin leaking from the back of the cartridge after rewind and removal, and had been connecting the infusion set¿s connect adaptor outside of the pump chamber. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change without hospitalization. Customer care agent provided remote troubleshooting and step-by-step education, review of lot information for the infusion set, adaptor, and cartridge, and verification of correct assembly. Investigation of this case revealed user assembly error leading to a leaking cartridge interface, which resolved when the connect adaptor was properly attached inside the chamber using new supplies. It was concluded, based on previously established findings for similar reports, that the cause was user error.